Event description:
Information was received that front casing is leaking. No adverse effects reported.

Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. Upon visual inspection wear and tear was observed to the enclosure, front cover, and plate clip. The tank cover was cracked, outdated pcb and outdated power switch. Based on the evidence, the complaint was confirmed as the unit leaked from the front of the reservoir. The root cause was found due to a cracked tank cover.